Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level ranging from 500 mg/dl to "high" (specific value was not provided). Customer gave a manual injection to address bg level. As a result of the occlusions, customer was transported by emergency medical services to the emergency room and was admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin and was released from the hospital 2 days later on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.